Manufacturer narrative:
Investigation summary : exec summary - no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. CAPA/sa - as no samples were returned for investigation it was determined that no corrective action is required at this time. DHR review - a review of the device history record was completed for batch# 0125318. All inspections and challenges were performed per the applicable operations qc specifications.

Event description:
It was reported that 1 bd insulin syringes 0.3ml 29ga 1/2in separated from the hub during use. The following information was provided by the initial reporter : material no. 928852; batch no. 0125318. It was reported that syringe needles are bent when shield is removed. Also reported needle hub separated into the shield. From the verbatim : consumer found 1 syringe when shield removed the needle hub assembly went off syringe with the shield. Consumer found the needles were bent when removed needle shield. Date of event : (B)(6) 2021 samples status : discarded.